Event description:
It was reported the pt has not used the stimulation nor charged the system for several yrs. It was also reported the pt would like to meet with a field rep to attempt to restart stimulation. It was explained that the period of inactivity and lack of charging has probably rendered the ipg non-functional. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.